Event description:
It was reported that during use, while being set up on a patient, the cs300 intra-aortic balloon pump (iabp) would not pump. There was no injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction and found nothing wrong with the unit. Also, the fse replaced the batteries because they were due according to the scheduled maintenance cycles. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not pump. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a